Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy with essure') and abortion of ectopic pregnancy ('abortion of ectopic pregnancy/termination') in an adult female patient who had essure (batch no. B34600) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective" in 2015. The patient's medical history included stillbirth nos in 2011, gravida (5), parity 2 (((B)(6) 2009; (B)(6) 2013)) and caesarean section. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abortion of ectopic pregnancy (seriousness criterion medically significant). The patient was treated with surgery (left coil was removed in 2014, but the right coil is still in place.). At the time of the report, the ectopic pregnancy with contraceptive device and abortion of ectopic pregnancy outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. The reporter considered abortion of ectopic pregnancy and ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: she experienced another pregnancy (B)(4) pregancy). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-jan-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy with essure") and abortion of ectopic pregnancy ("abortion of ectopic pregnancy/termination") in an adult female patient who had essure (batch no. B34600) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective" in 2015. The patient's medical history included gravida (5), parity 2 (((B)(6) 2009; (B)(6) 2013)), caesarean section and stillbirth nos in 2011. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abortion of ectopic pregnancy (seriousness criterion medically significant). The patient was treated with surgery (left coil was removed in 2014, but the right coil is still in place.). At the time of the report, the ectopic pregnancy with contraceptive device and abortion of ectopic pregnancy outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. The reporter considered abortion of ectopic pregnancy and ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: she experienced another pregnancy (B)(6) (2018 pregnancy). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2019: quality-safety evaluation of ptc (product technical complaint). Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.